Event description:
Event description: bd alaris pump infusion set correctly primed with drug and appropriately loaded into bd alaris pump channel. When channel alarmed, rn opened channel door and medication began spraying ¿ flexible tubing had completely detached from the blue housing that loads into the top of the channel. No air in line visualized. Significant drug loss due to force of spray. Was the patient harmed? If so, please explain: no.

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.